Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was used in the intervention. Linked with MDR: 2029214-2019-00781. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo detachable tip unintentionally detached. After the apollo catheter reached the lesion, the dmso was filled. The surgeon began to inject the onyx and reflux occurred. The quiescent did not exceed 60 seconds. When the injection of onyx continued the detachable tip unintentionally detached. No friction or difficulty occurred during the injection. Upon retrieval of the apollo catheter, there was force applied, as the catheter was reported to be stuck. The onyx injection was continuous. There was a small about of onyx reflux. No patient injury occurred. The devices were all prepared and used per the instructions for use (IFU). The catheter was flushed per the IFU.